Manufacturer narrative:
Additional information was received on 1/21/2022 reporting that the customer went to the emergency room (ER) due to a blood glucose level of 525 mg/dl. The customer was treated with intravenous saline and insulin, and was released from the ER 12 hours later with no permanent damage. Initial report- b1 adverse event and outcome added, initial report- h1 type of reportable event, initial report- h6 clinical code 2199 removed, initial report- h6 1905 clinical code added, initial report- h6 4582 impact code removed, initial report- 4614 impact code added initial report- b1 adverse event and outcome added, initial report- h1 type of reportable event, initial report- h6 clinical code 2199 removed, initial report- h6 1905 clinical code added, initial report- h6 4582 impact code removed, initial report- 4614 impact code added.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Event description:
It was reported that a cartridge alarm occurred during basal delivery with multiple cartridges. Customer's blood glucose level was 82 mg/dl. Reportedly, the customer reverted to an alternate method of insulin therapy.